Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during bolus and got a motor error. Customer's blood glucose value was 212 mg/dl. The customer was assisted with troubleshooting. Customer report the drive support cap appears normal. Customer reports they performed displacement test and it passed. Customer report motor error alarm did not recur. Customer report they getting motor errors and no delivery no delivery alarm during bolus. Customer states the insulin exited by performing a 5.0 unit fixed prime. Customer was able to remove set at this time to test site portion of infusion set and they removed the site and had blood. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).